Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device exchange procedure. During the procedure, insulation damage was noted on the left ventricular lead. The lead was repaired with medical adhesive and a suture sleeve during the same procedure on (B)(6) 2021. The patient had no adverse consequences.